Manufacturer narrative:
DHR review results: the device history records for znn cmn nail 10mmx34cm 130 r, znn cmn lag screw 10.5x95 and z nail cpm neu nail cap 0mm were reviewed and found to be conforming the DHR reviews for z nail 5.0x40 cort screw fa, ref: 47-2484-040-50, lot: 63094614 and 63088119 were not performed as they are not relevant for this case. Trend analysis: no trend identified. Event description: it was reported that the znn nail was broken. Review of received data: in total 11 x-rays were received (3 x-rays intra operative, 3 x-rays post operative, 2 x-rays after 1 month and 2 x-rays after 2 months). The intra operative and post operative x-rays dated (B)(6) 2015 show a correct placement of a znn nailing system. The x-rays after 1 month, dated (B)(6) 2015, do not show any abnormality. On the x-rays 2 months after, dated (B)(6) 2016. It can be seen that the nail was broken through the hole for the lag screw. Devices analysis visual examination: the broken nail, lag screw, set screw, nail cap and two cortical screws were returned for investigation. The visual examination shows that the nail was broken through the lag screw hole. The surface of the lag screw hole shows also some deformations at the contact points with the lag screw where the forces are transmitted. On the proximal fracture side the fracture starts from the lateral side (lag screw entry side) of the hole. The fracture surface characterized by beach lines depict the fatigue character of the fracture. The visual examination of the distal fracture side shows some polished areas and damages. Therefore no meaningful analysis of that fracture site can be done. On both fracture surfaces no material defects that could have triggered the fracture could be detected. The lag screw shows some polished areas and damages in the middle part around the grooves. The tabs of the lag screw were also deformed. The set screw has a small tip deformation, which is compatible with the contact of a lag screw groove. The thread of both returned screws are heavily deformed and damaged. No abnormality can be found on the nail cap. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Root cause analysis: breakage of implant due to inadequate design of mating components. Not possible: the znn system is more than 5 years on the market. A design issue would have been detected.; breakage of implant due to lack of adequate fatigue strength. Not possible: no material defects found during the investigation; breakage of implant due to general corrosion (crevice, pitting, galvanic). Not possible: no signs of rust found during the investigation; breakage of implant due to the implant therapy is performed not as indicated: possible, no information about the therapy was provided, this point cannot be excluded; breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture. Not possible: the returned x-rays do not show any deviation; breakage of implant due to users select wrong nail diameter, length and/or determine wrong ccd angle. Not possible: the returned x-rays do not show any issue; breakage of implant due to users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail: possible, the nail shows drilling marks on the lag screw hole; breakage of implant due to users applying not enough force to the connection bolt resulting in nail not assembled securely/ drilling of the nail/ imprecise interaction: possible, as no surgical report was provided this point cannot be excluded; breakage of implant due to users not choose the correct ccd angle targeting guide leading to drilling of the nail: possible, as no surgical report was provided this point cannot be excluded; breakage of implant due to wrong/incomplete information about limitation and postoperative restriction: possible, it is possible that postoperative restrictions were not followed; breakage of implant due to patient do not follow the postoperative protocol: possible, it is possible that the patient did not follow the postoperative protocol; breakage of implant due to explanted implant is used for new implantation surgery: possible, as no new implant stickers were received or any other information. Conclusion summary the visual examination of the returned products indicates that no material defects that could have triggered the fracture could be detected. The fracture surface characterized by beach lines depict the fatigue character of the fracture. There are several factors which may have contributed to the breakage. It can be that the nail was over stressed. A wrong patient behaviour can also be the cause for the breakage. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. Ten x-rays were received. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a znn cmn nail 10mmx34cm 130 r on the right side on (B)(6) 2015. On (B)(6)2016 (three months later) the nail was explanted due to a breakage of it.